Event description:
It was reported that a care alert was triggered due to high and varying impedance, over sensing and noise on the right ventricular (rv) lead and possible lead fracture. A new lead was added to replace the pace/sense portion of the lead. The defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. A lead integrity alert on (B)(6) 2011. A patient alert was triggered for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace lead impedance trend data shows various spike increases for max rv pace = 368 to 1024 ohms peak between (B)(6) 2011 and (B)(6) 2011. Ten ventricular non-sustained tachycardia <=210 ms were recorded between (B)(6) 2010 and (B)(6) 2011. The ventricular short interval count (v-sic) was 33.7 counts avg/day between (B)(6) 2011 and (B)(6) 2011.